Event description:
Pt. Is a 68 yo female admitted for outpatient procedure on 1/21/97. Pt. With an obstruction of a ureter. An acusize catheter was utilized to treat the obstruction. The balloon failed to evenly inflate and the catheter failed to perform the procedure as it was designed to do. The procedure was aborted and a stent placed. The pt was brought back at a later date for definitive treatment.